Manufacturer narrative:
The patient was born on an unreported date in 1954. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty one days after onset, the antibiotic treatment was discontinued, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.